Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the pacemaker was thoroughly inspected and analyzed. Visual inspections found no anomalies. Review of the memory log found no suspicious faults or resets. Diagnostics performed found stable power consumption levels with normal current drain. The pacemaker was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing and recording functions of the device commensurate with battery voltage. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observation of premature discharge of battery.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.